Event description:
A healthcare provider reported that the anchor of a xtra-silent nite slide-link broke. The patient received the appliance on (B)(6)2023 and provider is unsure if the patient started using appliance on the same date when it was issued. The patient reported on (B)(6)2024 that the anchor came apart at joint, provider is unsure if patient discontinued using the appliance that day, no report of harm or injury. No information if the patient has any pre-existing conditions. No information provided if the appliance was cleaned prior delivering to patient and how the patient maintained the device.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The returned device was visually inspected, and button is broken from housing connector. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - major crack was found, broken button. Delamination - button was separated. Discoloration - the device was discolored and non-transparent in areas. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).